Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have blade damage at both the midpoint and tip of the blade. The blade edges were indented. There are pieces approximately ".0515 x .0290 missing on the blade. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument's jaw pops off while in use. The customer wiped the jaws but the message "tight jaw" appeared. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaw of the instrument was not completely broken off. The instrument was inspected prior to use with no damage observed. There was no instrument collision and no fragment fall into the patient. There was no injury to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause cannot be determined. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings). At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Manufacturer narrative:
Correction to section d: primary product batch/lot number was updated to l80240624 0221.

Event description:
Refer to h11 for follow-up information.